Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 69-70 (mg/dl) for the past few months. It was reported that the customer's job, which requires physical action, and exercise caused the low bgs. Customer consumed food, and consulted with health care provider to address the issue.